Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the spout leaked. As a result, an alternate device was employed. No other details regarding the nature of the event were provided.